Event description:
Additional information received reported that the patient had been having a return of symptoms for a month now. The patient never had to wear a diaper until 2 months ago and was going through many diapers a day. The patient saw a nurse a month ago and they changed the setting and it worked for a week. The patient would have an appointment on (B)(6) 2015. The patient had also been having a problem with the programmer for about a month. They changed the programmer batteries twice a week and it continued to show the low battery icon. The patient was in panic mode that the device stopped working, the screen was going crazy, and they went through so many diapers. The patient was ¿hyper and rambling.¿ the patient was sitting in a chair and 1 minute they were totally exhausted because they didn¿t sleep and the next minute. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was not aware of the programmer getting wet and they were using alkaline batteries. Analysis replaced the digital board due to a crc failure. The bottom case assembly was contaminated with battery acid and it was replaced. The dirty top case assembly and the scratched face plate were replaced. It was later reported that the patient was wearing diapers up the wazoo and this started about 2 months ago. The patient hadn¿t worn diapers in years. The patient¿s programmer wasn¿t programmed and they only had 1 program.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0e03x, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient would have an appointment on (B)(6) 2015.

Event description:
It was reported that the patient had a loss of therapeutic effect and was being incontinent again for the last 2 to 3 months. The patient had to wear diapers again and wore 3 yesterday. The patient was on the water pill, but then noticed they weren¿t taking them anymore and had been on detrol. The patient had an x-ray yesterday. The patient¿s symptoms had a gradual onset and there was no known accident or incident related to the event. The patient switched to program 3 at 3.30v and felt slight stimulation. The patient had been on program 2 at 8.50v. The patient would see their health care provider (hcp) if they didn¿t have urinary relief. Five days later, it was reported that the patient was not seeing any program on the patient programmer. The patient was on program 3 at 4.6v and their programmer was off. The patient tried new batteries and then was able to sync. The screen said 3.00 and there was no program. The patient was not able to change programs and did not see a lightning bolt. The patient said they were at 5.7v, but still did not see any programs. The patient decreased stimulation to 5.0v and now saw the lightning bolt. The patient was going to have a mammogram in 2 days. Ten days later, it was reported that the programmer was not turning on and the patient wanted to turn it on. The patient didn¿t have any new batteries and right now it was not working. The patient had been trying to turn it on and their hcp told them to turn it off a week ago. Today was the patient¿s day to turn it back on because they weren¿t getting to the bathroom in time. The patient didn¿t think they could eat dinner without the therapy because they would be peeing all night long. The patient wouldn¿t see their hcp until (B)(6) 2015 and they hadn¿t met this hcp yet. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.